Event description:
Vent checked at 0730. No problems noted and ventilating well.at 0755, resp care practioner heard very loud alarm and vent displayed message "post - failed". No # on vent screen. No ventilating pt. Rn bagged the pt. (No sat decrease but increase (CT's into 40's). Unable to reset/clear vent - just kept alarming. Changed out vent. No indication that vent was about to fail. New vent working correctly. Failed vent sent to biomedical engineering for evaluation. Mallinkrodt field svc division (service recap #dd2130) found diagnostic code 9160 in memory. Performed 02 pressure calibration. All system tests ok to spec. Svc tech could not duplicate problem. The unit was tested, certified and returned to svc.